Event description:
It was reported that the device was pressing on the patient's left shoulder causing pain and discomfort, which required a pocket revision and reposition of the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).